Event description:
A delay of one hour was reported because the drop came apart in the middle. No injury or affectation to the patient due to this issue.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms that the guide connector has separated from the handle/blank. The two components are bonded together as an assembly with adhesive. This failure is potentially a result of adhesive de-bonding which allows the two parts to separate. A design change was implemented which adds cross pins to the device thus strengthening this connection. The device from this complaint was manufactured prior to the implementation of this design change. No clinical supporting documentation has been provided for inclusion in a clinical investigation. Since the case delay of one hour did not cause injury to the patient, no further harm to the patient is anticipated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.